Manufacturer narrative:
Upon completion of the investigation a follow up report will be filed.

Manufacturer narrative:
Upon completion of the investigation, it was noted that the supplier evaluated this complaint. The supplier determined that the unit as received was fully operational. The slow voice speech could not be duplicated. The output problem is possibly due to the intermittent footswitch cable. No updates needed. The unit was tested for four hours and observed without any failure. Note: the accompanying foot-switch had an intermittent cable; unrepairable. New foot-switch replacement is recommended. Trends will be monitored for this and similar complaints. At the present time this complaint is considered closed.

Event description:
The affiliate reported: the operation failure of the device was noted during the surgery on (B)(6) 2013. It was noted that the voice speech of the output level sounded slow and also the output level rapidly dropped. The device was sent to (B)(4) repair division and the incident could not be duplicated. The device was sent back to the facility and again the same incident was noted during the surgery. Now the customer has requested for further investigation because the substitute could be used without problem in the same situation at the hospital. The incident was reported to our complaint handling division on (B)(4) 2014. There were no surgical delay greater than 30 min and no adverse consequences to the patient. (B)(6) additional information explained that the date the first j&j employee was made aware of the device problem would be (B)(6) 2013, and it was reported as for repair at that point. The date the problem was reported as a complaint would be (B)(6) so that might be the appropriate date for reporting you as alert date.